Event description:
It was reported that a merlin.net transmission was received for non-sustained lead noise. The patient was asymptomatic. Review of egms showed atrial fibrillation with rapid ventricular response and sensed isoelectric bigeminal premature ventricular contractions. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.